Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the bifuse extension set had separated causing the patient's blood to back up. The event resulted to 80ml of blood loss. Blood was drawn to determine the hematocrit levels. The event occurred in pediatric cardiothoracic intensive care unit (pctu). Although requested, additional information was not provided.